Event description:
The customer reported to olympus, the wireless foot pedal of the soltive laser unpaired during a large percutaneous nephrolithotomy (pcnl) procedure. Surgeon had to de-scrub mid procedure to try to get it to pair again. No success. Biomedical team came to operating room and could not get the subject device to pair. The original batteries had 80% life left but were changed to new batteries. The subject device still would not pair. The device was removed from the operating room for further troubleshooting by the biomedical engineer and olympus employee. The subject device was returned to the operating room where the pcnl procedure had just ended after using the facilities old laser. The malfunction caused a 2-hour delay. The biomedical team showed the surgeon the pedal was working. The subject device was unpaired and paired again to confirm the staff was doing it correctly. The pedal would not pair again. The engineer tried another 6 times to pair the subject device but each time was unsuccessful. The surgeon told the engineer to leave the or after his time was wasted. Then, on the final attempt, the foot pedal paired successfully. The subject device was used for the next 3 cases without any issues. The surgeon has lost confidence in the wireless pedal and isn't happy that he had to stop halfway through a very tricky procedure, where the kidney is exposed. He understands technology can play up, but he requires a wired foot pedal as a backup. In my opinion, a soltive shouldn't be sold without a wired pedal as a backup, for when things like this happen.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation.' The device was returned to olympus for inspection, and the customer¿s complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue was likely caused by one of the following: a) electromagnetic interference (emi) affected the bluetooth pairing. B) the user was not pairing the footswitch while upside down and level with the console. C) the user did not push the correct pairing buttons or did not press them in the required time. Furthermore, CAPA-200722 and hha fy22-osta-13-soltive wireless footswitch have been opened as a result of this complaint. This supplemental report includes an update to d9 and h3. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.